Event description:
Customer reported receiving a "no strips sign on meter" which prevented customer from testing. She reports "going into and out of consciousness" and symptoms including, "dizzyness". She was taken to an emergency room, diagnosed with sever hyperglycemia and treated with insulin. It was reported her blood sugar went up to 500 mg/dl.

Manufacturer narrative:
This is an initial report. Follow up report will be submitted if the product is returned for evaluation.